Event description:
I received a port needle from our lab services department today that is leaking near the yellow, butterfly piece of the needle. We tested it with saline and were able to see a few drops coming out near where the tubing meets the needle. Lot# asfuf107. Manufacturer response for port needle butterfly, (brand not provided) (per site reporter) nothing yet.